Event description:
The customer contacted baxter's service center regarding a leak, which occurred on the homechoice (hc) during drain 4 of 4. The home patient (hp) needed help to end therapy. Per the hp the second patient extension line was leaking. The technical service representative (tsr) helped the hp end therapy and the hp would do manual bags to finish the drain. The drain volume (dv) was equal to 62ml. The current ultrafiltration (cuf) was set to 1418ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.